Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number le118 and no non-conformance's related to the reported complaint condition were identified. Additional information: h6. Additional h3 investigation summary: after visual analysis of the two pictures received for evaluation, a plastic yellow bag with a folder of the product code w595 was observed in both pictures. The picture is not clear to determine if any foreign matter was present. No conclusion could be reached as to what caused the reported complaint.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: additional evaluation of photos received. There is no additional event information and return sample received after 3 attempts to request from the medical center. After visual analysis of the two pictures, a plastic yellow bag with a folder of the product code w595 was observed in both pictures. A hard black material described in complaint description may be is a black dot on the folder which is a part of label information of folder. The black dot means the shape of needle tip. After reviewed DHR, there is no issue found. The test result of packaging and labeling are pass.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the operating surgeon observe any package and/or suture deficiency/anomaly during prep? How was ¿a big hole in the sclera¿ treated? How was the procedure completed? Was any medical/surgical intervention required to perform post-op? If yes, please specify date, details and results? What is the patient¿s current status? Will be the sample returned? If yes, please provide a shipping date and tracking information?

Event description:
It was reported that the patient underwent an unknown eye surgery on (B)(6) /2021 and the suture was used as anchor in the sclera. It was reported that after the first cut, a big hole in the sclera was noticed and the needle was inspected. In the needle, a hard black material attached to the body of needle which is normally not present in the usual packaging was observed. Additional information has been requested.